Manufacturer narrative:
Pt outcome was not provided by reporter. Device kinks are not specifically labeled in the IFU. Event evaluation: still under investigation.

Event description:
Thirty days following the (B)(6) 2011 placement of the zenith flex aaa endovascular graft iliac leg, the implanting physician sent the pt for a f/u scan. The physician indicated the left leg may be kinked at the bifurcation, however the final angio looked great. The physician would like to do an intervention on the left leg should the pt become healthy enough to endure another surgical intervention. The area sales rep reviewed the scans and observed the left leg narrows within a few cm's distal to the aortic bifurcation, however, flow does not seem to be blocked as there is evidence of contrast through to the left external iliac and hypogastric arteries. Additional information rec'd (B)(6) 2011.